Event description:
It was reported in a disrupt-af study, the patient experienced bilateral pleural effusion. A thoracentesis was performed by interventional radiology and a pigtail catheter was placed to drain the fluid. It was further reported that the procedure performed was a pulmonary vein isolation and the patient was stabilized. The procedure itself was successfully completed. No physical damage was observed in the device prior to the procedure. An adverse event was identified two days post-procedure. The patient presented to the emergency room, where complications were diagnosed using chest and abdominal computed tomography (CT) scans, as well as a transthoracic echocardiogram (tte) to identified the pleural effusion. The patient had no pre-existing health issues that could have contributed to the adverse event. Device return is not known.

Manufacturer narrative:
It was indicated that the device was not known if it will return or not for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.